Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: was the end-user a new user of this product? Yes but he had used stratafix spiral pds for about 5 cases in relation to needle, what is the approximate location of suture breakage in the first suture? Suture did not break at needle. It broke midpoint of suture with lots of length left was the end-user a new user of this product? Yes only 5 cases but very experienced robotic surgeon and vloc user was the sales rep present during the procedure? No what in the physicians opinion was the cause of the suture breakage? Suture seemed weaker and was retracting back after each pass. The barbs were not holding suture in place. Barbs were not as pronounced as vloc. But surgeon did not experience this in previous 4 vaginal cuff closures.

Event description:
It was reported that the patient underwent robotic assisted laparoscopic hysterectomy procedure on (B)(6) 2016 and barbed suture was used. During the procedure, the strand broke after three or four passes through tissue when it was being used on the vaginal cuff. The suture did not break at the needle, it broke midpoint of suture with lots of length left. The surgeon opined the suture seemed weaker. Another pack of suture from the same lot was pulled to complete the case. There were no adverse consequences for the patient.